Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v sbm 6m m 5.7mm 10mm (tsv6b10) was returned for investigation. Visual inspection of the as returned product identified a moderate amount of wear and debris about the implant threads, collar, and drive feature. The product matched print specifications where measured against drawing pd-tsv6b10 rev l (digital caliper; cal 3736; oct 23, 2019). The patient is noted to have a history of smoking, which could contribute the reported medical events. The reported product was located on an unknown tooth site and used for approximately 3 months. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63246426. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st2915) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63246426) for similar cause and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (peri-implantitis) or product (tsv6b10). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. A definitive root cause could not be determined. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
(B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the patient experienced peri-implantitis. As a result, the implant (tsv6b10) was removed.